Event description:
It was reported that the patient was supposed to have her stimulator replaced on 2015 (B)(6), but the patient was sick so she did not have the replacement done. The ins was supposed to be explanted because, the patient¿s primary care physician thought that the stimulator had something to do with the patient¿s diabetes and blood sugar being high since implant. There was a ¿host¿ of reasons for the ins being explanted, though the only one provided was the patient¿s blood sugar issue. Today MRI compatibility guidelines were requested. The area to be scanned was the l-spine and the MRI was for pain. The healthcare provider (hcp) did not know when the pain started. The patient¿s implantable neurostimulator (ins) was dead and there was no telemetry with the ins. Stimulation was last felt a month ago and the patient last charged 6 weeks ago. The MRI was not related to the spinal cord stimulator (scs) device therapy, but due to the pain down the patient¿s legs that was worse at night and the MRI was ordered to look for anatomical deformities. The patient¿s pain was pre-existing to the scs system but it had gotten worse over the past month. It was unknown if this was the same pain that got addressed by the scs system. A manufacturing representative (rep) wanted to know if they could have an MRI if the ins was discharged. The patient had been charging for a couple hours today but could not turn the ins on and the rep thought the ins to be overdischarged, but it was not confirmed. It was later reported that the physician wanted to explant the device to further assess the patient¿s spine problems, and the device was explanted. It was noted that the patient had spinal fusion done 8 years ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).